Event description:
It was reported that the 2600 system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system interface board was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.